Event description:
A patient needed to replace the transfer set because the occluder feet had broken, and leaks are observed when minicap is removed. The reported transfer set was placed in february 2006 (less than 1 month). The patient began apd therapy in february 2006. There was no patient injury or medical intervention associated with this incident.